Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a change out procedure, it was noted that when the chronic right ventricular (rv) lead was connected to this implantable cardioverter defibrillator (ICD), the shock impedance measurements were above 125 ohms in all shock configurations. The chronic rv lead was explanted and successfully replaced with a competitor's product. The shock impedance measurements were then in normal range. No adverse patient effects were reported. This ICD remains implanted and in service. Additional information was later reported that this ICD was returned.